Event description:
It was reported that this right ventricular (rv) lead had an insulation abrasion causing low out of range pacing impedance measurements of less than 200 ohms and oversensing of noise. Surgical intervention was performed, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.